Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. No adverse patient effects. Device was implanted 10 months ago.